Event description:
The report from the affiliate indicated that three (3) days after the index procedure while still in the hosp, the pt was noted to have an abnormal ECG. Coronary angiography was done, and thrombus was observed inside the distally implanted cypher stent. Aspiration of the thrombus was done as well as ptca using a maverick 2.5/20 mm balloon at 16 atm. Thirteen (13) days after the index procedure while still in the hosp, the pt complained of chest pain, coronary angiography was done again revealing thrombus in the previously implanted cypher stents. Aspiration of the thrombus was done and ptca using an avion 2.75/14 mm balloon. The physician's comment regarding the possible cause of the thrombotic events is that it may be due to the length of the lesion, and the pt's risk factors such as diabetes which may make him vulnerable to thrombotic events.

Manufacturer narrative:
The index procedure was an elective case. The target lesion was the proximal/mid left anterior descending (lad) coronary artery. The lesion was reported to be: de novo, eccentric 50 mm in length, vessel diameter of 2.5 mm, and type c. The lesion was pre-dilated with a 2.5/28 mm balloon at 6 atm for 30 sec. A cypher 2.5/28 mm stent was implanted at 16 atm for 30 sec. An additional cypher 2.5/28 m stent was implanted proximal to the first stent at 16 atm for 30 sec in overlapping fashion. The stents were post-dilated with a 2.75/14 mm balloon at 16 atm for 30 sec. Ivus was done. The flow pre and post-procedure was timi 3. The residual stenosis was 0%. An act was not measured. Please note that device (lot# unk) is distributed outside the united states; however, it is similar to the united states product. The lot numbers for the two stents involved in the procedure were reported to be either i0306052 or i0306135. The product is not available for evaluation and testing. Additional info will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR report # 9616099-2006-00796, and # 9616099-2006-00797.